Event description:
Additional information case involved lesion in proximal lad which was reported to be a chronic total occlusion which was pre-dilated. Cine image review: cine images provided show the stent is not fully opened at proximal end even during inflation, suggesting the lesion morphology lead to difficulty in dilating the lesion in this region.

Event description:
A resolute integrity drug eluting stent was successfully deployed. The physician then used a nc sprinter balloon. On the 3rd inflation at 18atm, the balloon burst. Difficulty was encountered during attempts to remove the balloon and a detachment occurred. A snare was used to remove the product. During intervention the patient experienced a left main dissection. Two days later an impella device was used to stent the left main. As of the incident report, the patient was on a balloon pump and being considered for stem cell therapy. Evaluation summary: the balloon had detached radially at the proximal balloon cone. The tip had detached at the tip seal bond. The detachments were jagged in nature.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device-chronic total occlusion. Evaluation conclusion: patient¿s condition affected effectiveness of device-chronic total occlusion.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-dissection. Deformation problem. Related to operational context - the root cause of the reported event was most likely procedural related. Conclusion: inherent risk of procedure - dissection. Operational context contributed to event - the root cause of the reported event was most likely procedural related. (B)(4).